Manufacturer narrative:
From examination of photographs of the device it appeared that the paint within the engravings was not affected, however some of the surface treatment of the stereotactic frame (made from anodized aluminium) was missing. From the available information, this surface damage appeared after approximately 7 months of use. Although a definitive root cause was not established, it was likely that this damage occurred due to abnormal use where the operator did not follow the instructions for use for cleaning. The device was replaced on site. No further actions were recommended.

Manufacturer narrative:
The manufacturer's investigation is currently on-going. Further information will be provided once the investigation is complete.

Event description:
The customer reported that the paint in the engravings was smudged.